Manufacturer narrative:
Manufacturing review of the device history record for the reported lot shows that all units were quality released on 08/22/2016 having met all internal manufacturing specifications and qc acceptance requirements for workmanship and biological indicator testing for product sterility. The instructions for use for the cormatrix cangaroo ecm envelope ((B)(4)) currently lists the risk of infection as a potential complication. The site investigator for this study indicated that the probable cause of this event was related to the procedure. The device remains implanted with no further issues reported.

Event description:
It was reported that a cormatrix cangaroo ecm envelope (model #cmcv-009-med lot #m16h1209) was used in a pacemaker implant procedure performed on (B)(6) old female on (B)(6) 2016 following a course of intravenous pre-treatment antibiotics (type not specified). The patient had no risk factors for infection. The cangaroo device was hydrated in normal saline and no issues were reported during the procedure. At wound check on (B)(6) 2016, a minor cardiovascular implantable electronic device (cied) infection was noted as well as "dark pinkness, small amount of swelling and bruising around incision site". The patient was started on keflex. At the 4 - 6 week check-up on (B)(6) 2016, the event had resolved. It was noted on the case report form that the event was mild, possibly related to both the procedure and the device. In the opinion of the investigator, the probable cause of the event was noted as procedure related. The device remains implanted with no further incidents/events reported.